Event description:
It was reported that the field representative had received information that one of our fineline leads had impedance values at 1600 ohms (labeled range from 200-800 ohms). Actual lead model/serial number and patient information was requested, however was not able to be obtained. The plan was to continue to follow this patient via the remote monitoring system. The lead remains in-service. No adverse patient effects were reported.